Event description:
Partial fire. It was reported that during the surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # c9dc4j. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dc4j, and no non-conformances were identified.